Event description:
The facility representative reported a fail code 570/damaged batteries during biomed testing. The hospital representative stated that there were no reports of patients injury or medical intervention.